Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified defective ise buffer valves. The fse replaced the ise buffer valves to resolve the issue. The fse performed system cleaning, calibration, and quality control, which all passed. Analyzer resumed normal operation. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high patient results involving ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. The customer repeated the patient sample and reported the corrected patient results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for one (1) patient.